Manufacturer narrative:
After further review of additional information received sections and have been updated accordingly. It was reported that the battery showed inconsistency with the charge display, the battery display showed a different charge than the controller display. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed at the bench level during failure analysis. The battery's display was not functioning as expected; the battery housing was removed. The flexible printed circuit (fcp) that connects the external leds to the internal circuitry and the push button was disconnected from the circuit and it was repositioned, the repositioning regained the proper functionality of the battery display. The most likely root cause of the reported event can be attributed to a faulty internal component on the flexible printed circuit of the battery. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all times. The steps for exchange of batteries and controllers are outlined. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient complained about an inconsistency in the fuel gauge of battery ((B)(4)). According to the patient, the display of his battery would show one green light while his controller would show two yellow lights. The patient also stated that the incident lasted for about one hour. The patient denies any damage to the battery and confirmed that the event is not associated with any alarms. There were no reported patient consequences.